Manufacturer narrative:
Product event summary: one pump with unknown serial number and one outflow graft with unknown serial number were not returned for evaluation. Review of log files could not be conducted since log files were not available for analysis. As a result, the reported event could not be confirmed due to insufficient evidence. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. Additional products: outflow graft. Device evaluated by manufacturer: yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pump thrombosis and inflow malpositioning requiring surgical intervention and pump explant. No further complications were reported as a result of the event.